Event description:
An intervertebral cage was being inserted and was damaged. Attempts were made to retrieve the fragments, but due to their partial lodging within the vertebral space, one piece could not be recovered and was left in the patient.